Manufacturer narrative:
The sample has been received and is currently being decontaminated. Attempts are being made to obtain additional information regarding the incident. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
After insertion, the wire was disconnected from the needle during activation.